Event description:
Healthcare professional (hcp) reported injecting a patient in the chin with 0.22cc of juvéderm voluma® xc. The hcp ¿saw immediate blanching and subsequent modeling of skin with slow cap refill.¿ the patient was treated with ¿6 vials hyaluronidase into area, with warm compresses, massage, and chewable aspirin.¿ it didn¿t appear to improve so the hcp used one vial into submental artery, and it appeared to resolve quickly despite a hematoma. The hcp sent the patient home with warm compresses, nitro paste, and prednisone. Next day at follow up, cap refill was good but under tongue looked like another hematoma and gingival ¿duskiness¿ which hcp suspects another arterial involvement. The hcp treated with another vial in submental artery with oxygen profusion patch and scheduled the patient to follow up with an oral surgeon. The following day, another hyaluronidase performed. The symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.